Event description:
It was reported that during an evaluation conducted by a manufacturer field service technician, power cord wires were found to have disconnected from the power plug assembly. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
Visual inspection confirmed that a wire from the power cord had disconnected from the power plug assembly. The cause of the damage is unknown, but may be the result of mishandling. The unit was repaired and returned to use.